Event description:
Surgeon said her pt received an abrasive type wound to right eye while using alcon infiniti phaco handpiece. This necessitated a suture because pt. Was traveling. Post op outcome of event. Excellent per surgeon doing great per pt. Dates of use: 2008. Diagnosis or reason for use: cataract r. Eye. Event abated after use stopped or dose reduced? Yes.